Event description:
It was reported that the patient developed retroperitoneal and intraperitoneal bleeding. An enroute transcarotid neuroprotection system was selected for use in a left side transcarotid artery revascularization (tcar) procedure. Procedure was completed successfully with no complications. Post-procedure, it was reported that the patient developed retroperitoneal and intraperitoneal bleeding. The patient received three units of blood overnight and into the morning. The physician suspected the bleeding originated from the venous access site, however, this was not confirmed. The patient remains alert and oriented and is expected to fully recover.